Event description:
It was reported that a malfunction alarm occurred, which resulted in the customer¿s blood glucose level exceeding 500 mg/dl, although the specific value was not known as it displayed "high." Customer administered a correction injection via multiple daily injections (mdi) to address the high blood glucose level, and no third-party assistance was required. The customer reverted to manual injections for insulin therapy.